Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not syncing to the box of drugs. The technical support specialist found that the issue was related to admission date, also attached an article of "patient missing on a bd pyxis medstation es" to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the new user was unable to access black box. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.